Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is not currently available. (B)(4). Associated medwatch: 1221934-2018-51490.

Event description:
It was reported via email by the sales rep that during a knee scope, the customer's second implant on the 12 degree truespan would not fire. The first implant was removed by cutting the suture. The doctor then tried a 12 degree truespan implant, and the spring broke while implanting the second implant. The doctor removed the first implant by cutting the suture and completed the procedure by using another truespan device. There were no patient consequences. The devices are being returned for evaluation.

Event description:
Additional information received from sales representative on 02november2018: the sales representative confirmed the impacted products to be 228151 and 228152 and verified the reported failures.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint cannot be confirmed, as the implants were not returned with the device therefore we cannot confirm the failure of the device not releasing implants. The trigger was pulled, and the spring deployed/retracted as intended. It is possible that the user did not fully insert the needle into the tissue, therefore would have experienced difficulty in deploying the implant as it would have been deployed against the tissue. However, given the information provide we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-51490. Date device returned to manufacturer.